Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting high, out of range impedance measurements and loss of capture. Therefore, a revision procedure was peformed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.